Event description:
The description of the reported complaint was "the anchoring balloon in the catheter deflated and the catheter migrated distally toward the end of the patient's penis. The rectal temperatures did not change. Patient complained of burning in the penis area. Treatment was stopped at 14 minutes. Md did a cystoscope to see if any damage had been done. No known damage to patient at this time. Patient voided and went home without a catheter. There's a dime size blister on the bottom of the patient's penis (underside). Doctor to follow up with patient." Attempts have been made to speak with the treating physician, but they have been unsuccessful. All of the additional information (below) available at this time is from conversations between boston scientific corporation representative and the site. A prolieve treatment was performed on a patient in 2006. The complaint filed by the site was that the anchoring balloon in the catheter deflated and the catheter migrated distally toward the end of the patient's penis. The rectal temperature during the procedure did not change. The patient complained of burning in the penis area. The treatment was stopped at 14 minutes due to patient's discomfort. Doctor did a cystoscopy to see if any damage had been done to the treated area, and according to the doctor, no known damage was seen at this time. During the time of discharge from the clinic, the treating staff noticed a dime size blister on the bottom of the patient's penis (underside). Patient voided and went home without a foley catheter. A follow-up visit was scheduled for this patient. Two days later, the patient called the doctor's office complaining of possible infection at the site of the blister. The physician prescribed an antibiotic for the patient at this time. In the evening, the patient went to the ER for further treatment of the infection. No further information is available at this time from this visit. A week later, the patient was seen in the office. The patient was found to have necrosis and oozing at the injured site at the base of the penis and a tissue debridement procedure was performed. Long term outcome is unknown at this time. Celsion has made numerous attempts to gather all the relevant information on patient's status and prolieve procedure treatment and these efforts are continuing. As of november 15, 2006 no other information is available to update this report.

Manufacturer narrative:
The catheter involved in this event is reportedly being returned, but has not yet been received by celsion. Celsion has not been able to obtain any information about this event from the treating physician other than that reported in the complaint. It is not possible to determine from the existing information whether the patient experienced a serious injury as defined in the MDR regulation. This event is being reported now because although it did not result in a death, it may have resulted in a serious injury and the deadline for reporting it is imminent. H6: this code was entered because the instructions state that one is required. However, no conclusions have been reached yet because the evaluation has not been completed.